Event description:
It was reported by service report that the release cable on the pt left was broken and there were sharp edges. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.